Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 748251, serial# (B)(4), product type: extension. Product ID: 748251, serial# (B)(4), product type: extension. Product ID: 64002, explanted: (B)(6) 2015, product type: adapter. (B)(6). Analysis of the adaptor (s/n unknown) found the body conductor was broken within 10cm. #0, #3 and #5 conductors were broken 2.8cm from the proximal end. Analysis of the extension (B)(4) found the #3 coiled straight wire was separated from the transition crimp sleeve. (B)(4).

Event description:
**Please refer to manufacturer report #3007566237-2016-00724 for all previous information on the patient's concomitant product. Going forward, all new information will be reported under this report.

Manufacturer narrative:
Conclusion code applies to the unknown adaptor. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.